Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified shunt. During the first inflation of a 6.0 x 40/40 sterling otw balloon catheter at 7atms a balloon rupture occurred. The 6.0 x 40/40 sterling otw balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).